Event description:
It was reported that during the procedure, significant resistance was encountered, preventing the subject stent from being advanced along the delivery wire to reach the lesion. The physician then withdrew the stent system, repositioned the guidewire further distally, and attempted to deliver the stent again. After the stent reached the target location, the physician prepared to deploy it but found that there was excessive resistance between the outer tube and the inner rod, making it impossible to deploy the stent normally despite repeated attempts. Consequently, the physician withdrew the stent system and during the withdrawal process, due to the rapid speed, the stent was accidentally deployed within the guiding catheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date ¿ added. D4 gtin # - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the device was received with a non-stryker guide catheter. The guide catheter was kinked/bent. The subject stent was not present in the device and could not be located within the guide catheter. The proximal end of the subject stent stabilizer was kinked/bent. The delivery catheter was kinked/bent. The subject device was unable to be flushed. The subject stent stabilizer could not be removed from the delivery catheter due to dried blood within the device. During the functional inspection, the subject stent stabilizer was unable to be advanced within the delivery catheter. The delivery catheter was unable to be advanced through the returned guide catheter due to kinks in the guide catheter. The as reported code 'stent delivery catheter/guide catheter friction' was confirmed during analysis. The other as reported codes 'stent deployed prematurely during use' and 'stent failed/unable to deploy' could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'while delivering the subject stent to the lesion site, significant resistance was encountered, preventing the subject stent from being advanced along the delivery wire to reach the lesion. The physician then withdrew the stent system, repositioned the guidewire further distally, and attempted to deliver the subject stent again. After the subject stent reached the target location, the physician prepared to deploy it but found that there was excessive resistance between the outer tube and the inner rod, making it impossible to deploy the subject stent normally despite repeated attempts. Consequently, the physician withdrew the stent system. During the withdrawal process, due to the rapid speed, the subject stent was accidentally deployed within the guiding catheter. Subsequently, the physician replaced both the guiding catheter and the stent to complete the procedure'. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patient's anatomy was reported as 'moderately tortuous'. The subject stent was not returned for analysis. The subject stent was not present inside the wingspan outer catheter, and it was also not present inside the non-stryker access catheter. The outer catheter (stent delivery catheter) was kinked/bent towards the distal end, and the stabilizer was kinked/bent at the proximal end of the device. During functional testing, friction was noted between the delivery catheter outer body and the guide catheter. It is likely that a combination of the percentage of calcification/stenosis of the target lesion, the tortuosity of the target vessel and some unknown/unspecified procedural factor resulted in the user experiencing resistance while attempting to deploy the subject stent in the target stenosis area. The as reported codes, 'stent delivery catheter/guide catheter friction', 'stent deployed prematurely during use' and 'stent failed/unable to deploy' and the as analyzed codes, 'stent delivery catheter kinked/bent', 'stent stabilizer kinked/bent' and 'stent delivery catheter/guide catheter friction' have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the directions for use (dfu,) but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, significant resistance was encountered, preventing the subject stent from being advanced along the delivery wire to reach the lesion. The physician then withdrew the stent system, repositioned the guidewire further distally, and attempted to deliver the stent again. After the stent reached the target location, the physician prepared to deploy it but found that there was excessive resistance between the outer tube and the inner rod, making it impossible to deploy the stent normally despite repeated attempts. Consequently, the physician withdrew the stent system and during the withdrawal process, due to the rapid speed, the stent was accidentally deployed within the guiding catheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.